Event description:
It was reported that the customer experienced issues with their device, including power buttons sticking, difficulty seeing the screen, and the battery taking longer to charge while depleting quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined any further troubleshooting.